Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high"; however, specific value was not provided. Reportedly, the customer was using expired insulin. The customer addressed the issue by administering a correction injection manually and changing to a new cartridge with a fresh vial of insulin.